Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving a notice: draining slowly message that occurred prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler and on the external of the cassette. Fluid leaked from inside of cassette door, and the reporter stated it looked like droplets. The patient also stated the cassette felt wet when they went to pull it out. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and contact the pdrn and on-call nurse for advice on alternate treatment. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving a notice: draining slowly message that occurred prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and was observed in the pump module area of the cycler and on the external of the cassette. Fluid leaked from inside of cassette door, and the reporter stated it looked like droplets. The patient also stated the cassette felt wet when they went to pull it out. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and contact the pdrn and on-call nurse for advice on alternate treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.